Event description:
Event description guidant received information that the implanted bipolar lead was observed to have shocking impedances greater that 125 ohms. The lead remains implanted pending physician evaluation.